Manufacturer narrative:
Explanted implant was not returned.

Event description:
On 05/04/2016, cayenne medical was notified by dr (B)(6) that he had observed a loose lateral quattro link anchor with healed rotator cuff tendon, and notable bursitis. He had also observed an audible and palpable "clunk" with arm rotation during examination. The surgeon reported that this incident could be due to operator error and a surgery was planned to remove the quattro link anchor. On 06/01/2016, cayenne medical received further information regarding the surgery to remove the quattro link anchor. It was reported that the surgeon removed the proud quattro link implant without incident. It was also reported that the rotator cuff had healed at the time of surgery. The surgeon thinks that this incident was due to his technique since he did not tie over the medial row anchors, choosing instead to bring the sutures out laterally for placement into the link anchor, possibly leading to micro motion of the lateral row anchor.